Event description:
Additional information reported said the battery was moved to a new area and placed deeper due to the weightloss. An x-ray noted satisfactory placement of the lead. Patient had pain over the battery. Patient outcome was noted as unknown.

Event description:
It was reported that the patient needed to have another surgery because the implantable neurostimulator (ins) was too close to the skin. Patient had lost 60 pounds. It was noted that the patient had noticed the ins being too close to the skin a couple of months prior to this report. Patient¿s surgery was scheduled for (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: ne u_ptm_prog, serial# unknown, product type: programmer. (B)(4).